Event description:
The customer reported that during use of this drill for a 3rd molar extraction, this drill began making a shrill noise a short time into use and then started smoking. At this time, the user stopped using the drill and found the bur guard had become extremely hot. The user reported that no heat was felt in the body of this drill during use. This event resulted in a 3rd degree burn to the inside of the pt's lip that did not extend beyond the vermillion border. The surgeon debrided the tissue and applied cortisone cream and antibiotic ointment to the area. Per the customer, no sequela is anticipated.

Manufacturer narrative:
Conmed linvatec has not yet received this device for investigation. Upon completion of the investigation, a follow-up report will be submitted.